Manufacturer narrative:
End user stated plugged in chair before going to bed to charge. Approximately at 12:00 am on (B)(6) 2013 end user woke up smelling smoke. End user found smoke coming out of where chair was plugged in. End user called fire department who came and assessed reason to be chair that was plugged in. Provider not sure if there was a fire. Provider confirmed that end user was not injured and does not know what extent of damages were. Follow-up contact: dealer stated since the initial contact he has now discovered that it was the joystick that actually caught fire.

Event description:
End user plugged in chair. Woke smelling smoke. Called fire department.